Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units top display is broken nothing is able to be displayed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the display, lcd and hinges. The unit passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) top display is broken with nothing being able to be displayed. There was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11 corrected sections: b5, b6, b7, d5, d10, e1(reporter name, email), e2, e3, e4, g2, h6(health clinical & impact) .